Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for child via phone call for power error alarm. The customer¿s blood glucose was 223 mg/dl. The customer stated that the internal power source in the pump is unable to charge. Customer reported that. The customer did not want to continue troubleshoot beyond this point stating she does not know about her student¿s pump and stated she will have his mother call back later on. The insulin pump will not be returned for analysis.